Event description:
It was reported that the lightsource lamp will not light. Also, the lightsource is displaying an e-1 error message.

Manufacturer narrative:
Additional information will be provided once investigation is completed.